Event description:
It was reported that the patient experienced discomfort/pain and difficulty charging the spinal cord stimulator (scs) implantable pulse generator (ipg) due to the ipg pocket site having been seated at the patient's pant waistline. The patient is able to reach a full charge without issue, however, the process to charge was not efficient due to the pant line interference. The patient underwent a procedure where the ipg pocket site was relocated from the flank to the right upper buttock. The patient was recovering well postoperatively with no complications.